Event description:
It was reported that this 66 y/o female patient's left knee was revised approximately 4 years and 11 months post op. Patient complained of pain. Loose femur and recalled poly. Due to recall surgeon used competitor for revision. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
H3: pending investigation. D10: 4953636 02-022-44-3009 - truliant tib imp psc insert sz 3, 9mm m010077 02-022-35-3009 - truliant tib imp ps insert sz 3 9mm 5605227 02-022-45-3020 - truliant tib fit tray cem sz 3f / 2t 5788111 02-022-45-3020 - truliant tib fit tray cem sz 3f / 2t 360341 02-029-99-1001 - fluted headless pin 3.0" square head 5448789 200-07-32 - advanced patella 32mm 3 peg implant 5611461 200-07-32 - advanced patella 32mm 3 peg implant. (It is unknown which is right or left). H7: z-0023-2022 for 4953636 02-022-44-3009 - truliant tib imp psc insert sz 3, 9mm.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of femoral loosening and prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.